Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported.

Event description:
It was reported that this patient was revised. Patient was believed to have implants related to the poly recall.